Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was inaccurate after registering. No specific information was provided in regards to the amount or direction. A manufacturing representative (rep) assisted the site and it was discovered that the inaccuracy was due to the thresholding on the model being incorrect. The rep coached the site on how to adjust the threshold to more accurately represent the patient anatomy. After registration on the adjusted thresholding it was accurate. The procedure was completed with navigation and there was a less than hour surgical delay. There was no impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient archive had been received but could not be loaded in lab for confirmation. However, the files appeared to be correct.